Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Neal states on behalf of the customer that he feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 12/27/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and 566 mg/dl, fasting. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi." (B)(6) states on behalf of the customer that he feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 12/27/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, hi and 566 mg/dl, fasting. Reviewed meter memory: (B)(6). No adverse event reported.